Event description:
Customer reported issues with the pump button. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.